Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. It was reported that there was high potassium found with rapid rst orange top tube. High potassium found with rapid rst orange top tube. This occurred "quite a bit" over the past 3 years. Substituted another tube. Same issue as reported previously. Noted that reported issue did not occur with the "gold or green" top tubes. As was previously reported. Noted that this was a hospital wide issue. As reported differences with rst orange top tubes compared to the gold sst tube. Hospital now uses the sst tube.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there was high potassium found with rapid rst orange top tube. High potassium found with rapid rst orange top tube. This occurred "quite a bit" over the past 3 years. Substituted another tube. Same issue as reported previously. Noted that reported issue did not occur with the "gold or green" top tubes. As was previously reported. Noted that this was a hospital wide issue. As reported differences with rst orange top tubes compared to the gold sst tube. Hospital now uses the sst tube.